Event description:
It was reported that the absolute pro stent was implanted without reported issue; however, it was implanted past the expiration date of march 2015. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for use after expiration reported from this lot. It should be noted that the absolute pro instruction for use (IFU) states: note the product use by date specified on the package. Based on the reviewed information, no product deficiency was identified.